Manufacturer narrative:
The patient reported feeling stimulation from the existing system, indicating the system continued to function as expected. Cause of migration almost 2 years after implant is unknown. Migration is a known inherent risk of implantable neuromodulation systems.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2022 to treat lower back pain. Patient had been reporting good pain relief from the nalu system. Around (B)(6) 2024 the patient began experiencing issues with communication between the implantable pulse generator (ipg) and the external therapy discs. Patient also reported a change in location of stimulation. Manual palpation found that the ipg was likely beyond the recommended depth for optimal communication and imaging found that the implanted leads had migrated. Initial plan was to reposition the existing components, however during a surgical procedure on (B)(6) 2024 to do the repositioning, the implanted components all sustained handling damage and required replacement.